Event description:
It was reported that a guidewire fracture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified pulmonary artery. A 200cm x 10cm fathom 14 guidewire was selected for use. During the procedure, the device was fractured after multiple attempts. The procedure was completed with another of the same device. There were no reported patient complications, and the patient was stable.

Event description:
It was reported that a guidewire fracture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified pulmonary artery. A 200cm x 10cm fathom 14 guidewire was selected for use. During the procedure, the device was fractured after multiple attempts. The procedure was completed with another of the same device. There were no reported patient complications, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was soaked in a saline solution in order to activate the coating at the distal section. When the coating was activated, no issues were identified in the distal tip coating. The guidewire fracture cannot be confirmed, due to the lack of evidence.